Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose was 414 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer stated that insulin continued to drop after the motor stopped during the manual prime process. The customer stated that she was able to initiate manual prime on her own and the problem was solved. The mother stated that there was a bad kink in the infusion set and insulin was leaking from the set. The customer disposed of the infusion set in use. The customer declined to troubleshoot for issues during the time.